Manufacturer narrative:
(B)(4). Device evaluation: the report that the luer hub disconnected was confirmed. Returned was a 3-lumen catheter marked 5fr on the hub. The proximal (white) luer hub was separated from the extension line. Microscopic examination of the luer hub and the end of the extension line revealed the tubing had been torn off approximately 1mm inside the luer hub. A device history record review performed and did not reveal any manufacturing related issues. Based on the appearance of the tubing and the report that the event occurred when the catheter was pulled by the patient, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after being in for a month the catheter was pulled on by the patient and the hub disconnected. As a result, a peripheral IV was placed so there was no need to replace the catheter. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) yr/old male.